Manufacturer narrative:
The reported product was discarded by the customer. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that fracture was observed on an obsidian screw retained crown. The lot number of the ingot is unknown and the crown was discarded.

Manufacturer narrative:
The reported product was not available for evaluation as it was discarded by customer. The photo of the product was provided for review; however, it could not be confirmed if there was fracture on product based on the provided photo. Lot information was asked but unknown. Thus, a device history record (DHR) review could not be performed or to have stock product tested. The cause of the fracture is unable to be determined, the device was not returned for testing. The risk associated with this complaint has been assessed and reviewed and deemed to be acceptable.  This event is being monitored, tracked, and trended.